Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, pressure-flow, preimplantation and leak testing. Therefore the condition of the complaint could not be duplicated by laboratory personnel. Small amounts of proteinaceous debris were noted within the valve. The instructions for use indicates that to perform the patency test: attach a 16-gauge blunt needle and syringe to the valve inlet. Flush the valve with sterile, filtered, isotonic saline. If fluid flows out of the distal connector, the valve is patent. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient information: it was reported to medtronic neurosurgery that the surgery the patient underwent on (B)(6) 2015 was a shunt revision. However, it is unknown whether the shunt that was revised was a medtronic product. (B)(4).

Event description:
It was reported to medtronic neurosurgery that during surgery, a csf-flow control valve was placed in the patient and no flow was ob served. Reportedly, after a series of tests, the physician determined that the valve wasn¿t allowing any flow. According to the report, the valve was replaced and there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient information: it was reported to medtronic neurosurgery that the surgery the patient underwent on 5/19/15 was a shunt revision. However, it is unknown whether the shunt that was revised was a medtronic product. (B)(4)